Event description:
(B)(6) supplier reported that an infant passed away while using a smartmonitor 2 infant apnea device. The date of the alleged event was on (B)(6) 2011 and the exact time is unknown. The incident is currently being investigated by the local police department. The police department stated that there was no allegation of device failure and there was no indication that the monitor was not working. The device and the patient download have not been returned to the manufacturer for evaluation. A follow-up report will be filed when the device and patient download has been returned and an investigation is completed by the manufacturer.